Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient developed and infection for unknown reasons. Components were explanted and antibiotic spacer was placed. Doi: (B)(6) 2021, dor: (B)(6) 2021 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 151650514, work order (B)(4) was manufactured on 09 june 2019. (B)(4) parts were manufactured per specification and all raw materials met specification. One parts from work order (B)(4) was scrapped. There is no correlation between this scrap reason and the failure mode of the complaint. There was no material reprocessing reports (mrr) associated with work order (B)(4). There were no non-conformances associated with this lot. Certificate of irradiation was review for shipment (B)(4) and met specification.